Event description:
The field representative was unable to obtain any additional information from the clinic relating to resolution. The clinic stated that they had not seen the patient since the original office visit. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that during the implant procedure, the physician electively implanted a competitive left ventricular (lv) lead into the right ventricular port of the device. Boston scientific technical services (ts) discussed that this is off label use of the products. It was also noted that the safety switch for the competitive lv lead, being used off-label as the right ventricular (rv) lead, has tripped several times since implant for unknown reasons. A data disk was sent into ts for review. Based on the data saved on the disk, our quality engineer was able to rule out that a high out of range impedance measurement had occurred, however, they were unable able to rule out a low out of range impedance measurement. The cause of the lead safety switch remains unknown. An email was sent to the field representative in an attempt to gain resolution to this issue. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.